Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the probe was being used in the patient for treatment of a bleed. When they pulled the probe out of the scope, the tip of the device was gone. The tip was found in the small bowel and was left to pass. The procedure was able to be completed with another gold probe device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint as reported has been confirmed. The ceramic tip was not attached to the catheter on the returned device.; the tip was not returned. The catheter was dissected, and there is evidence of tapping and adhesive present at the catheter tip insertion point. The copper wires are still attached to the insertion point of the catheter. A pulling force may have disconnected the tip from catheter, otherwise, if the tip was not properly glued, the tip would have remained disconnected but still attached by the copper wires. The most probable root cause is operational context. Anatomical/ procedural factors may have contributed to the tip being held or entangled, causing the detachment of the ceramic tip. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the probe was being used in the patient for treatment of a bleed. When they pulled the probe out of the scope, the tip of the device was gone. The tip was found in the small bowel and was left to pass. The procedure was able to be completed with another gold probe device. No patient complications were reported as a result of this event.